Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels from 200-344 mg/dl and it was addressed with a correction bolus. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing due to a loose luer lock connection. The customer tightened the luer lock connection, primed the tubing, and resumed insulin delivery.